Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2010. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain: abdominal, lower legs; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: panadiene forte for the treatment of: back and abdominal pain. Treatment duration: less than 12 mos. On (B)(6) 2011 the patient commenced incontinence medication: incontinence pads for the treatment of: urinary incontinence due to difficulty voiding. Treatment duration: 10+ years. On (B)(6) 2015 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: back pain. Treatment duration: 6 years. On (B)(6) 2014 the patient commenced topical treatment (including oestrogen cream): oestrogen cream for the treatment of: dyspareunia. Treatment duration: less than 6 mos.